Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent deployment issue and no flow occurred. The target lesion was located in the ostial diagonal artery. After the lesion was pre-dilated with a 2.0x12mm, 2.5x12mm and a 3.0x12mm emerge balloon catheters, a 2.25x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was implanted. Then an 8mmx2.50mm nc quantum apex balloon catheter was advanced for post dilation, but it failed to cross the lesion. About ten minutes working on the case, the stent started to shrink and it shutdown the diagonal artery. A non-bsc guide extension catheter was placed in the lesion and used another 2.0x8mm and a 3.0x8mm nc quantum balloon catheters to post dilate the stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.